Manufacturer narrative:
(B)(4). This lot was manufactured from october 5, 2012 to october 6, 2012. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor experienced a slow flow with an unspecified velocity and infusion time. This occurred during infusion of an unknown solution. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.